Manufacturer narrative:
All buttons functioned properly. No damage was noted on the keypad assembly. Inspected the lcd connector and no unlocked connector was noted. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the act button was not responding. Customer's blood glucose was 84 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.